Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a dim display issue. No additional information was available. There was no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 15-jul-2019 with the following findings: during investigation, there was a blank display at power up with audible and vibe. Blank display-failed display flex. A test display was used and test display works. Due to blank display unable to investigate complaint for display dim/fading/color spectrum. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.